Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh and lynx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy and anterior/posterior repair. The patient underwent partial mesh explants on (B)(6) 2005 and (B)(6) 2006 due to mesh erosion/extrusion of vaginal wall. The patient underwent partial mesh explants on (B)(6) 2007 and (B)(6) 2011 due to erosion/extrusion of vaginal wall and rectum.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, dysuria, and urinary tract infection. (B)(4).